Event description:
Boston scientific received information that this device and right ventricular lead displayed noise. In addition, the right ventricular impedance decreased slowly during the past year and the threshold measurements increased. A revision procedure was performed. After the lead was removed, visual inspection revealed insulation damage. In addition, when the pocket was opened, visual observation revealed this device header did not appear attached appropriately and the device was also replaced. Both the lead and this device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be fractured, however analysis determined that therapy was available prior to explant. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.